Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any functional issues. A specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable connected to the returned section of the modular cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad (left ventricular assist device) log files from the returned device showed the pump operating as intended until the driveline was cut. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a head injury. The patient arrived at the emergency room in pulseless electrical activity (pea) after receiving cardiopulmonary resuscitation for 45 minutes. After ongoing resuscitation attempts, time of death was called. It was unknown as an autopsy report was not provided from the coroner. The device operated as expected before the driveline and power cable were cut per the diagnostics report.

Manufacturer narrative:
D6b - date of explant - corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was involved in a car crash on (B)(6) 2025. The driveline and one of the battery leads were cut by the medics at the location of the crash. It was unclear whether the patient's driveline and white system controller lead were cut by the patient or if emergency medical services (ems) cut the equipment while cutting off their clothes. An autopsy was requested by the family and the coroner requested log file data from the pump or the controller to determine when the driveline was cut and when the pump turned off.